Manufacturer narrative:
The rse provided part ID for power switch overlay to resolve the alarm led issue. It is unknown if the customer replaced the power switch overlay. Multiple attempts have been made to try to obtain further information about this case, but no response has been received from the customer. This file will be closed and will be reopened if new information becomes available.

Manufacturer narrative:
Date of report: 13may2021. No patient involvement.

Event description:
The customer called technical support (ts) reporting that the device's alarm led failed. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the remote service engineer (rse) assistance and confirmed the reported problem. The rse advised the customer to replace the power switch overlay. Part identification for the overlay was provided to the customer. The customer replaced the power switch overlay to resolve the reported problem. The device passed required performance verification tests per the manufacturer's specifications and is back to working condition and fit for use.